Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was above 500 mg/dl with extreme thirst. It was reported the patient was off the pump for 6 hours following a call service alarm; the patient discontinued pump therapy and received an insulin injection at a healthcare provider's office. The reported was unable/unwilling to answer whether the pump setting were recently changed. This complaint is being reported because alleged serious health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: call service 11-2660 alarm observed in the black box and alarm history at 3:32am (B)(6) /2015. Insulin delivery is not resumed until 9:38am (B)(6) 205. Daily insulin delivery totals correctly reflect user's programmed basal rates. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.